Event description:
It was reported to philips that the ECG test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that ECG test failed randomly. Device was in use at time of event, however no patient harm reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed functional test and device ECG test failed even replace ECG leads. Fse exported device logs and found that ECG measurement module is defective. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG measurement module. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered ECG measurement module to rectify the reported issue. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened.